Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported kink error occurred with potential for loss of aspiration. During the use of a angiojet® solent¿ proxi catheter in a thrombectomy procedure, treating the femoral vein, the device kept sending a kink error. The procedure was completed with another proxi catheter. No patient complications were reported and the patient status was good.